Event description:
It was reported that patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
.